Event description:
Customer requested an event log review to determine user programming, if the pt's weight was entered correctly and the dose of boluses that were delivered. Also, want to determine if guardrails was used for programming and if any alerts were bypassed. Stated an infusion of heparin was started around 3 pm, the pt sustained harm, medical intervention was required and later expired. Although requested, the customer declined to provide any additional event or pt information such as the intended programming of the heparin, pt's weight or type of medical intervention. Customer declined to return the pump module for evaluation.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Evaluation - log review. The customer's request for a log review was performed. The reported over infusion of heparin was not confirmed and no device was returned for evaluation. The intended programming and the pt's weight were not provided by the customer, therefore the request to determine if the pt weight was entered correctly could not be confirmed. The pc unit event log showed a scenario that matched the reported event on (B)(6), 2011. At 3:26 pm, the pump module was selected and a heparin infusion was programmed using guardrails. At 3:29 pm, an infusion of heparin 25000 units/250 ml at 19.3 ml/hr with a vtbi of 250 ml was started. Pt's weight was entered as (B)(6). Five minutes later, a bolus of heparin 80 units/kg was delivered over five minutes. Following the bolus, the infusion continued at 19.3 ml/hr until 10:07 pm. A 60 minute delay option was programmed. At 11:07, the infusion was restarted at 19.3 ml/hr until the device was powered off at 11:56 pm. The total volume infused was 228 ml. No guardrail alerts were triggered and no additional infusions of heparin were programmed. A root cause of the reported heparin over infusion was not identified from the event log review because the reported over infusion of heparin was not confirmed. The customer indicated the over infusion was caused by user programming.